Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and use of the cycler set. A patient error was the cause of the adverse event. The patient reportedly disconnected from his treatment to receive a shipment and came back and connected to the same supplies that were already used. It is unknown if the patient put the treatment in pause or simply disconnected from the machine. The liberty select cycler user¿s guide warns patients to use aseptic technique as directed by the pd nurse to prevent infection and to use a new, sterile stay safe pin connector and cap every time they disconnect from the cycler. There are step-by-step instructions in the user¿s guide instructing the patient on how to disconnect properly from the cycler. There were resources available for the patient if he was flustered due to the delivery arriving early. The patient could have referenced the user¿s guide or called technical services for assistance. The culture results of staphylococcus aureus supports the conclusion that the patient had a touch contamination event. S. Aureus is found in the environment and is also found in normal human flora, located on the skin and mucous membranes. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. However, a user error has been determined to be the cause of this peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he developed an infection in his abdomen due to having to unhook from his cycler prematurely when his delivery showed up early on (B)(6). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2026 due to abdominal cramping. The patient thought he had pulled a muscle. At the clinic, the pdrn did a fill and dwell for one hour to obtain a pd effluent culture. When the pdrn drained the patient, the fluid was cloudy. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1500mg every 5 days and ip ceftazidime 2g daily (duration unknown). The culture resulted positive for staphylococcus aureus. The patient explained to the pdrn that on (B)(6) 2026 he was in treatment connected to the cycler at 6am when the delivery company arrived with his shipment. He was afraid that he would miss the delivery and abruptly disconnected from the treatment. After accepting the delivery, the patient reconnected to the same supplies without thinking. The pdrn stated the patient knew better but was flustered at the time. The pdrn stated the patient was seen in the clinic again on (B)(6) 2025 due to draining issues. The patient was unable to drain. The patient was sent to the emergency room (ER) where the surgeon evaluated the patient. The patient was admitted to the hospital for a non-functioning pd catheter (not a fresenius product). The patient continued antibiotic therapy for the peritonitis event during the hospitalization. The patient had the pd catheter removed on (B)(6) 2026 and had a temporary tunneled cuffed catheter placed. The patient continued hemodialysis (hd) during the hospitalization, and the antibiotics were then switched to intravenous (IV) vancomycin. The patient was expected to be discharged on (B)(6) 2026 and to start in-center hd on (B)(6) 2026. The patient had 3 more doses of vancomycin. It is unknown when the patient will be re-evaluated for return to pd therapy. The pdrn stated the cause of the peritonitis was touch contamination by the patient when he disconnected and then reconnected to the same supplies on (B)(6) 2026.